Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by flank pain. The cause of peritonitis was unknown. The patient began treatment with vancomycin (intraperitoneal (ip), duration twenty-one days, dose and frequency not reported) and gentamicin (ip, duration twenty one days, dose and frequency not reported). Two days later, the patient was hospitalized for the peritonitis event. The patient was discharged from the hospital four days after admission. At the time of this report, the patient was recovered from the event. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.